Event description:
It was reported during a laparoscopic oophorectomy the blade was not lining up properly with the tissue pad, causing slipping when tissue was grabbed. Tried to reassemble the blade but the problem persisted. The case was completed using auto sutures. There was no consequence to the pt.